Event description:
It was reported that the customer's battery was low and did not have a coin to open the battery cap. The customer's blood glucose was 157 mg/dl. Troubleshooting was done. The customer was unable to remove the battery cap with neither a quarter nor a large screwdriver. Advised to discontinue use of the insulin pump if the battery was low. Explained that the insulin pump needed to be replaced. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Stripped battery cap coin slot, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker, cracked case near lcd window corner and cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.